Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. The reported issue was confirmed through the event history log (ehl)review as the "power down" alarm and a "battery depleted" alarm were recorded multiple times. The root cause of the issue was an anomaly in the components "the geared motor and the backup capacitor", and they were replaced. The device passed all functional tests with no problem after the repairs.

Event description:
The customer returned the product for "battery failure" displayed during the power voltage drop test, during device investigation, a battery depleted alarm was found. There was no reported patient involvement.